Manufacturer narrative:
Findings: unit received with blank display due to moisture damage on the electronic stack. Unit had moisture damage on the motor. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked case.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage and blank display. Customer's blood glucose at time of incident was 144 mg/dl. Customer stated that the pump was exposed to water. Customer reported there is fluid under the lcd display. Customer was explained the possible cause of blank display. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised sending out replacement pump.